Event description:
Info rec'd indicates when the brake is engaged at the foot end, the head end casters will not hold.

Manufacturer narrative:
The technician found the head brake linkage with broken, and used a brake/steer upgrade kit to repair the stretcher.